Event description:
This report is to advise of a puncture found in the introducer during analysis.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event and the perforation remains unknown.